Event description:
It was reported that the procedure was to treat heavily calcified proximal popliteal artery. An attempt to advance the .014 hi-torque winn guide wire was made; however, met resistance with anatomy causing the tip became stuck in the patient's anatomy and separate. The tip remained lodged in the anatomy and no intervention was made to remove the tip. The rest of the guide wire was simply withdrawn with no resistance felt during removal. A new device was used to continue and successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequently, after the initial report it was noted that the winn guide wire failed to cross. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent patient effect appear to be related to the operational context of the procedure. It was reported that the guide wire failed to cross due to interaction with the patient¿s heavily calcified lesion. Manipulation of the guide wire, when resistance was encountered, likely contributed to the reported material separation. Analysis of the returned wire noted the separation point to be jagged, this type of damage is consistent with manipulation of the wire against resistance. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. E1 correction: first, last name updated from unk to (B)(6). E1 correction: title updated from unk to dr. H6 correction: medical device problem code 2920 removed and 2524 added.